Event description:
It was reported that the patient underwent a microvascular decompression surgery on the same side as where the spinal cord stimulation (scs) leads are implanted. As a result, it is possible that while undergoing that procedure the leads shifted/migrated. The patient underwent a procedure where the leads were moved back to their original position. The procedure was completed successfully.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 7070953.